Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the device was inserted into the patient's body through the right side of abdominal port and fired at the first firing. A few staples which were deployed on the elementary one cm part of one side of staple line were unformed. A few unformed staples were deployed on the anus side. Reinforcement product was not used. (B)(4)

Manufacturer narrative:
(B)(4). The ec60 device (a) was returned without a reload and the visual inspection showed the 3-stroke indicator disk was damaged. The device was tested for functionality with a test reload. The functional test demonstrated the device fired, cut and formed all staples as intended. While no conclusion could be reached as to how the indicator disk became broken, please note that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment. The analysis results found that one ec60 device (b) was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.